Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and received normal assistance, although third-party help was not required. Technical support guided the customer through a pump reset, ensuring the malfunction did not recur, allowing continued use of the pump with the understanding to report any future issues.